Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID envpro-16 (lot: 0011253586); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with severe aortic stenosis and heavy calcification on the non-coronary cusp (ncc), the valve was loaded and the inflow crown overlap ended prior to node 4, which was an acceptable load. The paddles were equal on both sides as well. A pre-balloon aortic valvuloplasty (bav) was performed with a 22x40 millimeter (mm) semi-compliant balloon. The valve was deployed and was reported to not be fully expanded on the ncc side. The valve was recaptured. The valve was attempted to be deployed 3 additional times and under-expansion and infold were reported. The valve was removed from the patient completely. A second, pre-bav was performed with a 23x40 mm semi-compliant balloon. A new valve and delivery catheter system (dcs) were used for a successful implant. No adverse patient effects were reported.